Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced a failure code 314:432:201:0000, which interrupted delivery. This was not reported by the customer.?there was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter. This condition was confirmed through a review of the event history. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. The failure code did not reoccur after the power was cycled and no action was required. If any additional information is received, a follow-up MDR will be sent.